Manufacturer narrative:
There was no reported pt impact associated with this complaint. Eval revealed that keypad button presses did not activate desired pump functions. There was evidence of keypad adhesive found under all button key contacts. It was observed that the up and down arrow and contrast button contacts were misaligned; the contrast button contact was inverted; and the up and down arrow and ok button contacts become inverted when pressed and do not spring back as expected.

Event description:
It was reported that the keypad buttons were unresponsive. The pt reported that the only response produced when the up arrow was pressed was a change in the brightness of the display screen. He stated that the keys were sunken in, he could not feel the buttons under the keypad, and that the rubber keypad was intact. The pt reported that the pump has only been exposed to water twice over a year ago, for no more than 10 mins each time. He denied that the pump was exposed to cleaning products.